Manufacturer narrative:
The reported information was evaluated and the device was analyzed by a service technician on site. The service technician found the pcb ccb I and the valve drive out of specification and replaced it. As the logfile was stored on the broken pcb, but the pcb is without function, it was not available for investigation and the course of events could not be reconstructed. The failure rate of both exchanged parts is within the expected range of the respective risk assessment and thus accepted. A deviation within the electronic system will cause a software-controlled restart (reset) of the whole electronic system or a switch-off of the ventilation. Both are combined with an audible and visible alarm of high priority. The pneumatic system opens to reduce the airway pressure to ambient and allow spontaneous breathing of the patient. In case of a reset, savina 300 continues ventilating the patient after approximately 12 sec with the latest settings.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
The following was reported to draeger. The patient went into the hospital due to his severe acute pancreatitis (sap). His breathing was disordered with the acute respiratory distress syndrome. The hospital used the ventilator on the patent. On (B)(6), 17:40, the nurse found the patient was restless, sweating, lip cyanosis when she intended to turn over the patient. The monitor generated the alarm showing hr 135 times/min, spo2 75%. The patient immediately was disconnected with the device and connected to simulated lung to suck phlegm. After sucking the phlegm, the device was found no ventilation, no alarms when it was ready to be connected with the patient again. Then the responsible doctor was informed of the situation and changed to use breathing bag for assisted respiration and changed to use another ventilator. On 17:45, the patient was calm down, the spo2 increased to 95%. The incident was reported to the director doctor, head nurse and the hospital equipment dept. It was assumed no ventilation on the device caused the patient close to apnea. No injury reported.